Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and confirmed with a healthcare professional (hcp) indicated the pending alarm was initially read with an 8840 when pump was implanted. The following day the (B)(6) tablet was used to clear the alarm. The software version of the 8870 was unknown and the version of the clinician programmer app was 7.0. No symptoms were reported, the pump was just alarming. Further actions/interventions included using the tablet to clear the pending alarm. The patient's weight was unknown. The current status of the pump was noted as functioning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown morphine 10mg/ml ; 1mg/day in an implantable pump for non-malignant pain. A pump was implanted on (B)(6) 2018. The patient called the manufacturer representative on (B)(6) 2018 because the pump was audibly alarming. The manufacturer representative met with the patient to check the pump logs and it was determined a motor stall occurred on (B)(6) 2018 at 13:11 with recovery at 20:22. Technical services reviewed there was a pending alarm that needed to be silenced. The manufacturer representative was going to meet with the managing health care provider (hcp) to discuss the issue and determine next steps. No symptoms were reported. No complications were reported/anticipated.